Manufacturer narrative:
Literature citation: greger lenne, bent rune 0deg8rd, lars gunnar johnsen, kjell arne kvistad, hege andresen, oystein nygaard. ¿MRI shows no increase in area 2 years after insertion of x-stop in lumbar spinal stenosis¿ age: patients were aged 50-85 years. Sex: unk. (No improvement in symptoms) neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature that in a norwegian prospective multicenter rct, patients were enrolled from six hospitals between june 2007 and september 2011. Eligible patients exhibited symptoms of neurogenic intermittent claudication, within 250-m of walking for at least 6 months. All patients had preoperative images of lumbar spine from a 1.5 t MRI systems in dicom format showing lumbar spinal stenosis in one or two levels in segments l2 to ls. Those who had been re-operated were excluded. Mean difference in dural sac cross-sectional area was compared using student t test and box-plot. Post-operatively, 16 patients showed no signs of improvement.